Event description:
It was reported that during a thyroidectomy procedure, the patient got tissue burn. The patient did not receive treatment for the burn. The device felt hotter than normal. There was no error code from the generator. A new device was used to complete the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.